Event description:
It has been reported to philips that after a diaphragm error, the room was restarted, and a message of no fluoroscopy was displayed. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment/non-emergency treatment and procedure was completed. Philips field service engineer (fse) inspected the system onsite and identified that the intermittent errors from the collimator failure. Fse restarted the fluoroscopy and it was not working due to a low oil level of the cooling unit. Upon further inspection, fse found that the low oil level was caused by leakage. Fse was repaired leakage by using an oil coupling male. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.